Manufacturer narrative:
Previously, it was investigated that new 1st diagonal lesion was not within 5mm of study stent in the mlad. On (B)(6) 2012, the patient underwent successful treatment with placement of two overlapping drug-eluting stents in the ostial diagonal. Additional information requested from adjudication group indicated that per catheterization report, the culprit lesion was located in the ostial diagonal, which was also verbalized in the report final impression, as "jailed 1st diagonal at lad junction." Per definition of ostial lesion, it is located within 3 mm of main branch. The lesion in the 1st diagonal is bifurcating lesion of lad, which in the edc the ae form was reported by the site as target lesion ((B)(4)). Per cath report, discharge summary and all other date, this ostial lesion was treated during this procedure. Please note that this event was adjudicated by the clinical events committee upon review of all data available. Concomitant medications included angiomax, cardura, plavix, diovan, fish oil, hctz, metformin, nitroglycerin, norvasc, and zocor. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by the (B)(4), the patient experienced coronary artery occlusion at the time of index procedure and underwent revascularization of the 1st diagonal branch approximately 23 months post index procedure. The target lesion was located in the mid left anterior descending (lad) coronary artery. The lesion was described as de novo, non-thrombosed, 80% stenosed, type b1, 19mm in length, with no calcification. The reference vessel was 3.5mm in diameter and non-tortuous. The lesion was pre-dilated with a 3.0x15mm firestar rx balloon catheter and a 3.0x23mm cypher rx stent was successfully implanted at 18atms. Post-dilation was performed with an unknown 3.50x10mm balloon catheter at 12atms. Residual stenosis was 0%. Pre and post-procedure timi flow was 3. Approximately 23 months later, the patient underwent revascularization of the 99% lesion in the first diagonal branch and was treated with an ion stent. The lesion was not within 5mm of the cypher stent and study stent was noted to be patent. The stenosis was deemed to be unrelated to the stent implanted during the index procedure. Additional information was received regarding index procedure and (B)(6) 2012 procedure through cec adjudication minutes. At the time of index procedure, it was noted that the bifurcating branch 1st diagonal had a 55% stenosis pre-procedure and an 80% stenosis post-procedure which was treated with a balloon angioplasty. The site mentioned moderately pinched ostial disease in the intentionally jailed small diagonal. Additional information regarding repeat angiography on (B)(6) 2012 for recurrent angina revealed a 23% in-lesion restenosis with no thrombus and timi 3 flow in the mid lad and an 80% stenosis in the bifurcating branch. The catheterization summary reported a patent study stent in the lad and a 99% stenosis with timi 3 flow in the 1st diagonal "at lad junction."